Manufacturer narrative:
The reported field event of low defibrillating impedance was confirmed in the lab. Final analysis found that the low defibrillating lead impedance was caused by low resistance across a high voltage output transistor in the circuit. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for battery change. It was previously noted that the implantable cardioverter defibrillator (ICD) had un-resolved low defibrillating impedance issue. The ICD was explanted and replaced. There were no patient consequences.